Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, upon the 1st inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Inspection under magnification revealed a pinhole in the balloon material 15mm from the proximal end of the balloon. There were no irregularities in the balloon material that could have contributed to the tear. The balloon was loosely folded. No proximal weld damage was found on the proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, upon the 1st inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.